Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The original report received from the affiliate states that the dura star balloon was inflated, but pressure could not be maintained and balloon deflated to negative pressure. Blood was seen tracking back into indeflator. Therefore the balloon was safely removed from the patient and a balloon leak was observed. The target lesion was the mid right coronary artery (rca). The product was properly inspected and prepped and no anomalies were noted. The vessel was described as mildly calcified. There was no report of difficulty accessing the lesion with a guidewire (bmw). There was no difficulty tracking the device to the lesion. A boston scientific indeflator was used to inflate the balloon. The contrast (omnipaque) to saline ratio was 50/50. The type of contrast used to inflate the balloon is unknown. Another balloon was used to treat the lesion. There was no injury to the patient. One non-sterile sakura dura star 4.00 x 25 mm was received coiled inside a plastic bag. The balloon was already inflated. Blood was observed in the inflation lumen and balloon. Four kinks were found at 9.1, 9.4, 20.9, and 21.1 cm, from the distal end; this condition on the shaft could be related to the way the unit was sent for the analysis. No other damages were found. In the functional analysis, pressurized water was applied to the catheter using an indeflator, and leakage was observed in the outer body on the proximal seal. Sem results showed that the leakage was close to the proximal seal. The outer body external surface exhibited evidence of external dent marks and splitting. The outer body internal surface exhibited evidence of elongation. Another section of the body was cross-sectioned with a razor blade in order to appreciate its wall surface. The received sample appears to have similar characteristics on its wall surface than the cut section which was intentionally manipulated; however this could not be conclusively determined. The exact cause of the leakage could not conclusively be determined. An assessment was performed. The assessment concluded that there are enough controls to detect this kind of issues. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure (balloon burst) was not confirmed; however in the functional analysis, a leakage was observed in the outer body on the proximal seal. The exact cause of the failure could not be conclusively determined. Based on the presence of surface abrasions on the returned balloon, it appears that vessel characteristics (calcification) may have contributed to the reported event. Neither the DHR review not the product analysis suggests that the reported failure is related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.

Event description:
The original report received from the affiliate states that the dura star balloon was inflated but pressure could not be maintained and balloon deflated to negative pressure, blood was seen tracking back into indeflator. Therefore the balloon was removed and checked, and leaking was seen at this point. The product was returned for evaluation and analysis showed that pressurized water was applied to the catheter using an indeflator, and a leakage was observed in the outer body on the proximal seal. The age and gender of the patient is unknown. The target lesion was the mid right coronary artery (rca). The product was properly inspected and prepped and no anomalies were noted. The vessel was described as mildly calcified. There was no report of difficulty accessing the lesion with a guidewire (bmw). There was no difficulty tracking the device to the lesion. A boston scientific indeflator was used to inflate the balloon. The contrast (omnipaque) to saline ratio was 50/50. The type of contrast used to inflate the balloon is unknown. The balloon was safely removed from the patient and the leakage was visualized. Another balloon was used to treat the lesion. There was no injury to the patient.